Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had an infusion speed that was slow. This was observed during patient infusion. After the expected therapy time of 46 hours, 100ml of liquid medicine was left. The device contained fluorouracil and 0.9% normal saline for a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 16-17, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed residual fluid inside the device bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.